Manufacturer narrative:
H3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The service history review was performed, and it was confirmed that there was no previous repair noted related to the complaint. Air detection test was performed, and it was found that the pump failed the test. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective air detector.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump repeatedly displayed an air alarm. The event occurred at the patient¿s home during infusion. There was patient involvement and no harm occurred.